Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found a material certification of analysis is required with each lot. A review of the polymer a visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The suture shows no defect. The knot is tightened down. The t1 is broken and missing its distal tip. The t2 is bent and deformed but not broken. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation showed the device cycles as intended. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after the fast-fix 360´s t1 implant was implanted, the suture broke when it was tightened. Both implants were removed. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).